Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was high (value not provided). A high basal rate was set to address bg. The setting was activated too long which resulted in a bg of 42 mg/dl. The customer declined to provide further information.